Manufacturer narrative:
The review of provided data confirmed the reported issue: the in-clinic follow-up lead trends present with high values. Data from (B)(6) 2024 from the subject device were provided. During the in-clinic follow-up on (B)(6), the electrical measurements provided normal values. On the curves, the data from (B)(6) 2024 to beginning of may and from end of september to (B)(6) 2024 show no value or very high values. The root cause of these aberrant values is due to a telemetry error during the in-clinic follow-up (frame repetition issue) this phenomenon is not related to a pacemaker malfunction. Therefore, no issue is suspected on the subject device. This case is retained and utilized for trend purposes. The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during fu lead trends presents with high values. During follow-up measurements are normal. Why is this registration so strange? Hospital is not sure of reliability of leads.